Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 3/30/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention was reported. Customer is satisfied with the replacement product.

Event description:
Consumer reported complaint for high/ low blood glucose test results accompanied with symptom. The customer is concerned with tests results from results obtained of 308, 236, 225 and 51mg/dl. The customer's expected fasting blood glucose test result range is 105 to 120mg/dl. The customer did report "bottoming out" at 51mg/dl. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer called regarding results that he is getting from his meter. Customer states that results are not accurate. Customer states that with the 79 mg/dl result he was feeling fine however when he got the result of 51 mg/dl, he bottomed out and his wife had to give him an glucose tablets and cranberry juice. Date and time is not currently set up in the meter.